Event description:
The event was reported via a medsun mandatory medwatch report (uf/importer report# mw5158309) attached, and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported that: on 02-sep-2024 that stated: defective icumed primary plum set - pump infusing air to patient with no alarm. Pump; plum 360, ewa 2337, serial number (B) (6) , tubing: icumedical, primary plum set, lot #: 13935338, list no. 14687-28. No harm to patient, but risk for severe complications. Additional event information obtained from ufmw: the initial reporter is unknown and is a pharmacist. The date of event was on 31-jul-2024, and the date of this report is 07-aug-2024. The suspected medical device was a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch with list number 14687-28 and lot number 13935338, with common device name pump, infusion. The single-use device that was not reprocessed. The device is not available for evaluation. This is an initial type of report with date 25-apr-2024. The contact person is unknown. The patient is a 54-year-old, white, non-hispanic, female. There was patient involvement and no human harm. (B)(6) (B)(6) 2024 update: in addition to the above entry, the operator of the device was a health professional. (B)(6) (B)(6) 2024.

Manufacturer narrative:
The device is not available for evaluation, however, lot history review will be performed.